Manufacturer narrative:
Additional narrative: one t-pal spacer applicator inner shaft (part 03.812.003, lot 8708087) and one applicator knob (part 03.812.004, lot 8918795) were returned for the proximal end of the inner shaft breaking off and becoming stuck in the knob. The breakage could occur if the security ring of the handle (part 03.812.001) is pressed forward. In this position, the impact forces required for removal are concentrated on the ball tip. Replication of the complaint condition is not applicable. The complaint is confirmed. The inner shaft was returned with the proximal coupling end broken off. The broken piece was stuck in the knob however it was able to be removed. The knob contained impact marks at the proximal end but otherwise contained wear only associated with normal use. Product drawings were reviewed during the investigation. Per the technique guide, the inner shaft applicator is designed to pick up a spacer implant and insert the implant through rigid and pivoting approaches. To remove a spacer or trial, the applicator is set to the pivot position and a slap hammer is attached to the head of the applicator. The hammer then provides the force necessary to remove the trial/spacer. Testing has been conducted to evaluate the instrument's connection to the trial during removal. The test was based off of forces measured during cadaver testing which determined normal loads for trial removal due to hammering to be about 3kn and in extreme cases up to 5kn (for when too large of trial is inserted). The test conducted produced loads of 6.7kn allowing for a 1.34 factor of safety. After the test, a visual inspection of all articles found no signs of damage or wear. The breakage could occur if the security ring of the handle (part 03.812.001) is pressed forward. In this position, the impact forces required for removal are concentrated on the ball tip. Given the information available, an exact root cause could not be determined. Device history record reviews showed that there were no issues during the manufacturing of the product that would contribute to this complaint condition. There is not enough information as to how this fracture occurred. The breakage could occur if the security ring of the handle (part 03.812.001) is pressed forward. In this position, the impact forces required for removal are concentrated on the ball tip. No design issues were noted during the evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 30 january 2014. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection and clean up after a surgery it was discovered that the bulb at the end of the t-pal applicator inner shaft broke off into the back piece of the t-pal applicator knob. There were no issues with the surgery that took place previously, event occurred after the surgery. There was no patient involvement. This is report 1 of 1 for (B)(4).